Event description:
Reportedly, while turning the handle to deploy the stent, the stent started to tulip, then the luer and metal rod came out of the back of the handle. The stent was deployed however, it compressed so another stent was needed to cover the lesion. Pt doing well with good run off.

Manufacturer narrative:
Evaluation summary: pre deco exam found the stent has been deployed. There is a severe kink in the guidewire tubing at the pusher. The rotating knob has been fully rotated. Post deco exam found the back end of the handle to be easily pulled apart. Close visual exam found no adhesive on the peg or hole of either half of the handle. Device returned.